Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. Multiple attempts have been made on 08/18/2023, 08/23/2023, 09/01/2023 and 09/07/2023 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
It was reported, during the testing phase, when removing the test lung, the machine did not slander "patient off" at all, it directly slandered the proximal pressure tube. The machine was turned off and restarted, after which it blared normally "patient disconnected" which was acknowledged and replaced by "proximal pressure hose disconnected". Investigation is ongoing.